Manufacturer narrative:
(B)(4).

Event description:
It was further reported by the patient¿s physician that the seizures were not related to the therapy. The edema around the lead site was suspected and could not be confirmed. There was no growth and the patient was already on antibiotics. The patient had other complications not related to the device or therapy. The explant did occur in late (B)(6) 2013. There were no plans to re-implant devices and the patient was doing fine.

Event description:
It was reported that there was unexplained edema surrounding the lead. It was noted that an explant of the lead was planned for (B)(6) 2013. It was noted that the patient had one complete left deep brain stimulation system implanted last year. It was noted that the patient was then implanted with a lead on the right side. It was noted that approximately 1 to 2 weeks later the patient was presented to the ER with seizures. It was noted that a CT of the lead noted a non-infectious swelling surrounding the end of the lead. It was noted that the surgeon was convinced that it was not an abscess or infection. It was noted that they were not certain if the issue was the product, procedure or patient related. It was noted that the lead was being removed. It was noted that the patient was hospitalized and the reporter was unsure of what medical intervention was done. It was noted that multiple CT scans were performed. Additional information received reported that the patient did not have seizures but had more symptoms that resembled a stroke.